Event description:
In 7/2002 pt had battery replaced on the pacemaker due to significant battery depletion. In 3/2003 pt admitted and was placed on dialysis for 5 days-during procedure session, pt suffered cardiac arrest with no pacer spikes, during code. Pt transferred to ccs where the pacer started working well again. Suspected transient failure of device. Does not appear an autopsy was done. Pacemaker might have been buried with pt.